Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in used condition. The evaluation was performed, and the reported issue was confirmed. Installed test disposable and powered on unit. The pump failed to kick start with no fluid flow. Small drops of water leaks by the elbow fitting were spotted. Removed front cover to investigate further. Found circuit board had no damage. The seal was broken on potentiometer indicating it had been turned after it was originally set by manufacturing. Wear and tear were noted on the pump which is a normal for a 19-year-old unit. A test pump was installed, and device was powered on. Unit passed the low fluid switch test, general alarm and the interlock switch test. Investigation found the pump assembly to be faulty. The root cause of the reported issue was due to wear and tear of device. Device was 19 years old. No further actions are required.

Event description:
It was reported that a bad pump was suspected. No patient injury was reported.